Event description:
General report received of the device "infusing incorrectly." There were no reported adverse patient events while the device was in clinical service. The device was removed from clincial service. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device passed testing for delivery accuracy.